Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer reported feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking medication to manage diabetes. On (B)(6) 2016, a blood test was performed by the customer fasting and produced a test result of 185 mg/dl. The product is storage in the bedroom. The test strip lot manufacturer's expiration date is 10/14/2018 and open vial date is the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:188mg/dl (B)(6) 2016 04:07pm fasting:yes, 2:179mg/dl (B)(6) 2016 05:59pm fasting:yes, 3:174mg/dl (B)(6) 2016 05:44pm fasting:yes, 4:153mg/dl (B)(6) 2016 05:33pm fasting:yes, 5:164mg/dl (B)(6) 2016 05:50pm fasting:yes, adverse event not reported.